Event description:
During a pvc ablation procedure, the intellanav oi catheter was selected for use. It was reported that a failed temperature sensor occurred. The procedure was completed successfully using another catheter. No damage and no patient complications were reported. Product return is not available due to russia's local regulatory restrictions.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.